Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen is broken. It is unknown if the device was in use on a patient at the time of the event, however, no patient or user health consequences or impact were reported.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen is broken. It is unknown if the device was in use on a patient at the time of the event, however, no patient or user health consequences or impact were reported.

Manufacturer narrative:
Event description updated. Health impact updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen is broken. Additional information received indicated the device was not in use on a patient at the time of the event, therefore no patient or user harm occurred.

Manufacturer narrative:
Event description updated. Health impact updated.